Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire did show damage. The instrument was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument cable broke during surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information (B)(6) 2024: the instrument¿s cable was broken. There was no patient harm due to this event.